Event description:
The reporter stated the surgeon inserted and removed a 12.6mm micl12.6 implantable collamer lens within the same surgery, due to the lens would not unfold in the eye. The lens was removed with no patient injury, and the backup lens was implanted.

Manufacturer narrative:
No lens returned in unit carton. Evaluation codes: method- lens work order search. Results- a lens work order search was performed and no similar complaint was found. It should be noted that the injector, cartridge and foam tip plunger were not returned for evaluation.